Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report blood at the insertion site. The customer's blood glucose level was 45 mg/dl. The customer treated by eating malted milk balls and the blood glucose level went up to 53 mg/dl, however the sensor glucose reading was 106 mg/dl. The customer attempted to calibrate but received a calibration error alert. The customer was helped with calibration and was advised to change the sensor. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.